Event description:
Customer's member of family called to report the pump did not have an audible tone. Troubleshooting was performed. The audible tone was not heard. Pump was not dropped, bumped, or exposed to moisture.